Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the chordal damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve however due to imaging issues, the leaflets were unable to be grasped. The cds was removed and replaced with a new cds. The xtw cds was advanced and became stuck with the chordae, causing a chordal tear. The clip was able to be freed and the leaflets were able to be grasped over the chordal tear and the clip deployed, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove (anatomy) appears to be due procedural conditions. The reported unspecified tissue injury is a cascading effect of the difficult to remove. Additionally, unspecified tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.